Event description:
During the procedure to implant a wiktor stent an attempt to withdraw the stent delivery system resulted in the stent uncoiling. The stent retrieved with a snare and another stent was used to complete the case. No patient complications were reported however as the instructions for use indicates, stent retrievals (use of additional wires, snares and/or forceps) may result in additional trauma to the vascular access site.